Event description:
The customer returned the duodenovideoscope for annual maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the light guide lens adhesive had foreign material and the distal end had a yellowish residual liquid. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the suction cylinder had no color, the image guide protector was damaged, the distal end was shaved, and the adhesive around the light guide lens was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown whether the reprocessing steps were in accordance with instructions for use. Based on the results of the investigation, it is likely that the foreign material remained due to wear and tear with customer¿s mishandling as well as insufficient cleaning. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.